Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 32 events were reported for this quarter. Product return status: 9 devices were received. 23 device investigation types have not yet been determined. Event confirmation status: 1 reported event was confirmed. 8 reported events were not confirmed. Evaluation results: 7 devices were found to be affected by corrosion. 2 devices were found to be affected by compromised lubrication. Additional information: 32 devices were not labeled for single-use. 32 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 32 </noe> malfunction events in which the device reportedly overheated. 26 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 5 events had patient involvement; no patient impact.

Event description:
This report summarizes 32 malfunction events in which the device reportedly overheated. 26 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 5 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 32 previously reported events are included in this follow-up record. Product return status 22 devices were received. 7 devices were not available for evaluation. 3 device investigation types have not yet been determined. Event confirmation status 1 reported event was confirmed. 21 reported events were not confirmed. Evaluation results 17 devices were found to be affected by corrosion. 5 devices were found to be affected by compromised lubrication.

Event description:
This report summarizes <noe> 32 </noe> malfunction events in which the device reportedly overheated. 26 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 5 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 32 previously reported events are included in this follow-up record. Product return status 20 devices were received. 7 devices were not available for evaluation. 5 device investigation types have not yet been determined. Event confirmation status 1 reported event was confirmed. 19 reported events were not confirmed. Evaluation results 17 devices were found to be affected by corrosion. 3 devices were found to be affected by compromised lubrication.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 32 previously reported events are included in this follow-up record. Product return status 10 devices were received. 1 device was not available for evaluation. 21 device investigation types have not yet been determined. Event confirmation status 1 reported event was confirmed. 9 reported events were not confirmed. Evaluation results 8 devices were found to be affected by corrosion. 2 devices were found to be affected by compromised lubrication.

Event description:
This report summarizes <noe> 32 </noe> malfunction events in which the device reportedly overheated. (B)(4) events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 5 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 32 previously reported events are included in this follow-up record. Product return status 23 devices were received. 9 devices were not available for evaluation.

Event description:
This report summarizes 32 malfunction events in which the device reportedly overheated. - 27 events had no patient involvement; no patient impact. - 5 events had patient involvement; no patient impact.